Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported a proglide device was attempted in the left common femoral vein via a 8f sheath after an interventional electrophysiology atrial fibrillation procedure. Reportedly, the device was deployed and the suture came out of the artery. There was no tissue damage. Guidewire access was maintained and a new proglide was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.